Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported infusion set tubing was bent on 7th, 8th and 9th may 2024. The infusion set was in use for less than 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.